Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reports a patient with a history of multiple refractive treatments and enhancements, the most recent being photo refractive keratectomy (prk). The patient is experiencing loose epithelial issues and erosions which are not improving with therapy. The patient is unhappy with out comes and reports blurry vision, discomfort and headaches/migraines; all of which are affecting her work and driving. The patient has been referred to a corneal specialist. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4)